Event description:
The user facility reported product was placed on a patient. The patient experienced vomiting and became very drowsy. A CT scan was performed and the ventricular catheter appeared patent, therefore it was determined that the external ventricular drainage set was not draining. The external ventricular drainage set had to be replaced. Three sets were used. Two did not drain properly, the third set functioned as desired.